Event description:
There have been several instances of hospira IV tubing disconnecting from bd 60 ml syringes during use. Only one tubing set and syringe saved, without packaging. Minimal patient information provided. Syringe had dextrose 12.5% in it, disconnection occurred in preparing new syringe for administration. The infusion was not initiated. The tubing was replaced after the disconnection. There was no delay in therapy to the patient or adverse outcome.